Event description:
It was reported that during a laparoscopic low anterior resection, the motor sound of the device loading the gold cartridge was getting weaker during the 1st firing and the knife became not to move forward when the sound stopped. The device was removed from the patient with the knife reverse switch. The doctor thought that the event occurred due to the thickness of the target tissue. The same device was used for two firings with green cartridges. After that, another device was used for anastomosis. A covering stoma was created just in case and the possibility of stoma had been informed to the patient prior to surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Anvil, cartridge. Additional information was requested and the following was obtained: what was the condition of the patient¿s tissue? It was thick. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No, staples were malformed. If yes, was the staple line complete? No. What was the reason for the covering stoma? The doctor thought there was a possibility that the anastomosis after this firing would fail, so it was created just in case. Is the stoma intended to be permanent or temporary? Temporary. Was the damage to the cartridge reported during the procedure? No, it was found by the sales rep when he received the device. The analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45d reload present. Furthermore, the reload was noted to have the cartridge deck damaged where the firing stopped. It is known from the history of the device that found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. No testing could be performed due to the returned condition of the device; however, a dry fire was performed and the device achieved its complete firing sequence without any anomalies noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.